Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with foreign matter, but it was not possible to identify the foreign matter. Due to leaks from the scope connector and forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign debris protruding from the air/water nozzle, other evaluation findings are as follows: the light cover glasses adhesive was pitted; the optical cover glass adhesive was worn; there was blockage evident in the outlet pipe, the air channel, and the water channel; the distal end adhesive and the adhesive on the inserting tube were lifting; there was water ingression in the suction connector; the biopsy channel was leaking; the down/up angles were not to specification and had minor play evident; the water flow and water removal were not to specifications; and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's air/water channel was blocked during maintenance. There was no report of patient harm. The device was returned, evaluated, and a foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.